Event description:
Procedure type: lap gastric bypass. According to the reporter: the surgeon would grab the stitch with a debakey and the stitch would break cleanly in the middle of the suture. Another suture was reloaded. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4)